Event description:
It was reported that a power injectable standard bore catheter extension set was involved in a disconnection incident. The reporter stated that the extension set¿s luer lock mechanism did not lock and detached from the intravenous line. This occurred during infusion in the operating room (or). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.